Event description:
It was reported from (B)(6) that "the patient claims power switching mainly from port 1" (of the controller). There is no information regarding the patient's activity during the event. The controller was exchanged and three of the patient's batteries were exchanged. The patient tolerated the controller exchange without any symptoms. The issue resolved with replacement of the devices and there was no effect on the patient. This is report 1 of 3.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is one of three reports (3007042319-2015-01009, 3007042319-2015-01010 and 3007042319-2015-01011) submitted for devices related to the same event. Device has not been returned.

Manufacturer narrative:
A controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events around the reported event date. Analysis of the controller revealed that the device met specifications; the controller passed visual examination and functional testing. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and the malfunction due to faulty internal cell pairs. These issues are addressed with internal investigations opened by the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01009, 01010, 01011 and 30070423219-2016-00466) submitted for devices related to the same event.